Event description:
Tmj concepts device implanted bilaterally in 2010. I have had many complications since this surgery. In (B)(6) 2013 I underwent surgery on the left prosthesis which was rotated and the screws were bent. I will be getting a new prosthesis to replace the broken side. The right prosthesis is functioning fine so far. In addition to the left joint problem I am beginning to have all kinds of immune issues including sensitivity issues. I also have increased memory loss, acid reflux disease, candida infection through the body and now sjogren's.